Manufacturer narrative:
(B)(4). Patient's identifier unknown / not provided. Patient's age and date of birth unknown / not provided. Patient's sex unknown / not provided. Patient's weight unknown / not provided. Date of event unknown. Brand name unknown / not provided. Lot number unknown / not provided. Device 510(k) number unknown / not provided. Product not returned to manufacturer.

Event description:
It was reported that the doctor perforated the patient's sinus during the dental procedure.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A root cause cannot be determined. No device lot number was provided so a device history record review and a complaint history review could not be performed. No information if this was a zimmer biomet product or not.